Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported the catheter was dislodged early after implant likely due to surgeon error; improper anchoring. The catheter had come out of the intrathecal space at the intrathecal insertion site. The patient had inadequate pain control, which prompted the revision on (B)(6) 2013. A catheter dye study which took place after revision, on (B)(6) 2013 revealed there was no granuloma at the tip, and the catheter was intrathecal and in place at t9/t10, as was confirmed by thoracic myelogram. Per the hcp the patient outcome was no injury, and the patient continued to receive excellent pain control using only intrathecal opioids, as...

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), partially explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient underwent a catheter revision as the catheter was dislodged and into the soft tissue. The revision was at some time and the end of the year prior to the report day. The patient had an increase in pain. A catheter dye study was performed and it was determined that the catheter had dislodged into soft tissue, although dye study details were not provided. It was noted the patient did not experience any symptoms of withdrawal. Additional information has been requested, but was not available as of the date of this report.